Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging the pump powered off without warning prior to contacting animas and would not power on. The patient reported that she had replaced the pump's battery on (B)(6) 2012. At the time of troubleshooting, customer support noted that the pump powered on. Review of pump alarm history revealed a replacement battery alarm on (B)(6) 2012, at 10:10am. At the time of the call, the patient denied any visible damage to the pump's battery compartment or battery cap. In addition, the patient denied any signs of moisture ingress. The reported issue remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the power on resets was verified in the black box. A visual inspection revealed a crack in the battery compartment that extended from the case seal to the threads, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The returned battery cap was found to secure tightly to the pump. The pump was programmed on a 1 unit per hour basal rate and exercised for 24 hours with the returned battery cap with no rebooting issues. Corrosion was found in the battery compartment and the battery compartment was found to be leaking during a leak test. The pump cover was removed and no internal moisture found. The reported complaint was verified in pump history but not duplicated during the investigation.